Manufacturer narrative:
(B)(4). The pdrn confirmed the patient was never on extraneal solution. It was reported three days prior to receipt of the initial report, the "tube" (pd catheter) was removed because of a staphylococcus infection (unspecified) and escherichia coli (e. Coli). The same day the patient was hospitalized. On an unreported date, dianeal therapy was discontinued. On an unreported date, the patient began hemodialysis therapy. At the time of the report, the patient remained hospitalized and was recovering from this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the previously reported peritonitis was reported to be due to bowel obstruction with a peritoneal leakage. On unknown dates, the patient was treated with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event). The patient was recovered from the previously reported peritonitis event (previously the outcome was reported as recovering). As the cause of the peritonitis event was determined to be due to the bowel obstruction with a peritoneal leakage; the device is no longer suspect in the previously reported peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment details were not reported. Action taken with extraneal therapy was not reported. Patient¿s recovery status was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.